Event description:
In 2008, the patient reported experiencing an unclearable e6 (mechanical) error on his infusion device. He attempted to clear the error by performing a cartridge change and retracting the piston rod, but the piston rod would not retract and the infusion device made a "clicking" sound. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.